Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
It was determined the dilution bath was chipped so it was replaced. The customer performed calibration and qc with expected results.

Event description:
There was an allegation of questionable ise indirect gen.2 results from the cobas 8000 cobas ise module. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.